Event description:
It was reported that the eyelet component of the tracheostomy tube tore/broke. Excessive force was not applied. The user suspected that there was a problem with the material. No patient injury or complications were reported in relation to this event.